Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 250 mcg/ml via an implantable pump. A drug concentration discrepancy was reported. The patient fell post-operatively and injured her leg. The actions and interventions taken to resolve the issue was the pump was turned to minimum rate by the healthcare provider and the patient was doing better. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive with injury; patient fell post-operatively.